Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 51 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose. Customer states the insulin pump had crack on battery compartment side and lip. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed displacement test, rewind, prime, basic occlusion, force sensor test and conclusion test.